Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, which was described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis, manifested by cloudy drain and abdominal pain. It was not reported if the patient was hospitalized for the event, nor was the treatment reported. The patient missed some important techniques in performing pd therapy, further described as handwashing, masking,and aseptic technique. The patient was instructed in proper aseptic technique. The cause of the peritonitis was a break in aseptic technique. The outcome of the peritonitis was unknown. No additional information is available.